Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillator/efg electrode but, according to the reporter, the device did not offer a paddles lead when the operator attempted to switch to quick look. An ambulance from another agency arrived with a manual defibrillator and took over the scene. The patient was not resuscitated.